Event description:
The hospital reported that during a coronary artery bypass procedure, the delivery tube for the heartstring proximal seal system detached when a customer depressed the plunger in order to deploy the seal into the aorta. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue to pursue the device being returned with the customer. A supplemental report will be submitted when the investigation is completed. (B)(4).